Event description:
It was reported that 3 bd saf-t-intima¿ IV catheter safety systems had foreign "fuzz" attached to their needles. The following information was provided by the initial reporter, translated from (B)(6): "the operating room teacher reported that the bur was found during pre-use inspection". "The position of the burr is actually the attached fuzz".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 4 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 3 bd saf-t-intima¿ IV catheter safety systems had foreign "fuzz" attached to their needles. The following information was provided by the initial reporter, translated from chinese: "the operating room teacher reported that the bur was found during pre-use inspection" "the position of the burr is actually the attached fuzz".